Event description:
It was reported that the 9600+ system will not boot. No pt injury was reported.

Manufacturer narrative:
Ge service rep performed an on site investigation. The service rep repaired the ac power cord at both the strain relief side and the receptacle. The system operates as intended.